Manufacturer narrative:
There was no device malfunction. The patient was being transported into the MRI diagnostic room by a hospital employee via a ferrous wheelchair at the time of the event. It is unknown if the hospital employee was trained to bring patients into the MRI diagnostic room (zone 4), and it is also unknown if the wheelchair had appropriate or inappropriate astm labeling. Imris has requested more information regarding the event and the patient involved multiple times with no response back from the customer. The information received regarding the patient outcome was provided by the imris customer service engineer. There was no reported serious harm or injury to the patient from this event. Imris will submit a follow-up report if additional information becomes available.

Event description:
The patient was transported into the MRI diagnostic room (zone 4) by a hospital employee via wheelchair. The patient was in a seated position when the seat and back support material began to fold/collapse due to the ferrous properties of the metal support frame as the wheelchair was pulled (attracted) to the magnet's bore. The magnet was intentionally quenched by one of the MRI technologist out of concern for patient safety. It was reported the left side of the patient's body made contact with the bore. Per information verbally provided to the imris customer service engineer, x-rays of the patient were obtained and reported as negative (no specific anatomic area of interest was provided), minor brusing of patient was reported; however, no serious injury was reported to the MRI technologist or others present when the event occurred.